Event description:
On (B)(6) 2013, (B)(6), reported that cardiohelp-I unit (B)(4) would not start up on ac power or dc (battery) power and display panel was blank. Batteries were replaced and unit still would not start up. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician serviced the unit's cardiohelp sensor panel with defective capacitor (B)(4) and retrofitted with new sensor panel (B)(4).